Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient never received good coverage and the battery site was painful when bumped into. It was unknown if any environmental factors contributed to this event. The patient had many reprogramming sessions. The scs was explanted which resolved the event. No further complications were reported.